Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2021, the patient reported that he had his pump replaced 2 weeks ago due to normal battery depletion and since then he felt like he had been going through crazy withdrawal-like symptoms. The surgery and incision went fine, but since the implant he stated that he was ¿unable to operate my everyday life¿. He was having hot flashes then cold chills; muscle spasms and contractions; and headaches. Per the patient, he was working with his doctor about it. Additional information was received on 23-may-2022 from an hcp via a company representative who reported that the patient was reporting inadequate relief since the pump was replaced. There were no environmental, external, or patient factors that may have led or contributed to the issue. The hcp wanted to replace the pump. Surgical intervention was planned, but not yet scheduled. The issue was not resolved at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated per the office note on 2022-apr-21, the patient was reporting a metallic taste in mouth and general malaise. The doctor dictated that a roller study and catheter access port (cap) aspirate were performed, and they were within normal limits. The patient¿s weight was unknown. The patient had a history of an unknown spine surgery. The patient¿s surgery was scheduled for 2022-jun-22.

Event description:
Information was received, from a consumer and a healthcare provider (hcp) via a company representative. Regarding a patient receiving fentanyl (1000 mcg/ml, 100 mcg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported, that the patient was having intermittent symptoms of withdrawal, feeling nauseous, diarrhea, increased pain, fever, and chills following his pump replacement. Factors that have led to the issue were unknown. The hcp informed, the rep he communicated to the patient continually that he did not think the pump was malfunctioning. He interrogated it several times. And stated, there were never any alarms or log items that indicated, the pump was failing. The catheter was patent. Hcp decided to have the pump replaced. The pump was replaced and the catheter was flowing well. The issue was resolved. Patient was alive no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2014, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pump was returned and the device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the patient's pump was replaced in july 2021 for an expired battery life. Within 36 hours post-surgery, the patient experienced no pain control and withdrawals. The patient's symptoms continued, so their pump medication was changed from morphine to fentanyl. The patient's symptoms persisted, so the pump was replaced in june 2022. A dye test and a rotor test were done and were "said to be good". This testing was done when the patient was not experiencing symptoms. In regards to circumstances that led to the issues, it was reported that everything started within 36 hours of the initial pump replacement. At the time of this report, the patient's pain management doctor had no more suggestions other than permanently removing the patient's current pump (see regulatory report #3004209178-2023-06864). At the time of this report, the issues were not resolved. It was noted that the patient's managing physician had been kept informed of the patient's current issues. The patient had several visits since july 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.